Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unavailable, or unchanged. Additional information: reports 1820334-2017-03798, 1820334-2017-03799, 1820334-2017-03800, 1820334-2017-03801 were reported to cook inc. By (B)(6) on behalf of (B)(6) for 4 separate occurrences of the same malfunction.; 510(k): preamendment corrected information: age, date of birth; implant date. Investigation - evaluation a review of the complaint history, drawings, device history record, manufacturing instructions, specifications, and quality control was conducted during the investigation. No systemic issues were found related to the reported complaint. The complaint device was not returned; therefore, no physical examination could be performed. However, a document-based investigation was performed. There is no evidence to suggest the finished product was not made to specifications. Numerous design verification and validation activities have been performed to ensure that this device meets design requirements. A review of production and quality documentation did not observe any specific issues with current manufacturing or quality controls that may have contributed to this incident. Review of the device history record of the finished product shows no nonconforming events. It should also be noted there were no other reported complaints for this lot number. Based on the information provided, no product returned, and the results of our investigation; a definitive root cause could not be determined. The results of the investigation led to the conclusion that no further action is warranted for this failure mode. Appropriate personnel have been notified and monitoring will continue to be performed for similar complaints.

Manufacturer narrative:
(B)(4). The event is currently under investigation. A follow-up report will be submitted upon receipt of additional information or completion of the investigation.

Event description:
The international customer reported that, approximately 1 week following the uneventful insertion of a percutaneous radio-guided gastrostomy, an opening occurred at the periphery of the gastrostomy orifice. Leakage of the gastric fluid and inflammation of the patient's cutaneous skin were reported. The gastrostomy feeding tube was exchanged for a larger sized feeding tube in an attempt to restore the seal at the gastrostomy site. Antibiotics, skin care, and proton pump inhibitors were administered. Clinical monitoring was performed as a precaution, and the usage of this device was reportedly halted by the customer temporarily. It is not known whether or not the device will be returned; as of the date of this report, no device has yet been received for evaluation.